Event description:
A patient reported blood glucose results of "7.9,5.8,7.9, and 6.2 mmol/l with a lifescan meter, performed within 11-20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected valve of <=20% and/or <=1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. A replacement meter is being sent out to the customer.